Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4).

Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance on electronic board. After disconnecting and reconnecting the internal battery connector on electronic board 1, pump was monitored and functioned properly. No unexpected battery power loss alarm noted during testing. Unit received with cracked retainer and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, twice, the insulin pump alarmed replace battery now without a prior low battery warning. The customer's blood glucose was unknown at the time of the phone call. The customer stated that the insulin pump was dropped. The customer stated that they have to change the battery very frequently; had to change it three times within one day and twelve times within one month. The customer also reported a power loss, power error detected, pump error 23, and pump error 25 alarms. The customer declined troubleshooting as the insulin pump was being replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.